Manufacturer narrative:
The test strips were requested for investigation and have not been received at this time. If the product is returned in the future, a follow-up report will be submitted.  On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.  Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods."  Occupation is patient/consumer.

Event description:
We received an allegation of a questionable inr result for one patient tested with a coaguchek meter with an unknown serial number compared to a clinic's unspecified meter. It was not confirmed if the reporter was using the coaguchek inrange or the coaguchek xs meter. The meter result was reported to the doctor. The meter result at 2:00 pm was 3.0 inr. The result from the clinic's meter was 4.3 inr. The time difference between the two tests was 2 hours. The therapeutic range was 2 - 3 inr and testing is performed once a month.